Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement which was detected via the remote patient monitoring system. Additional information indicated that no revision or any shock test has been planned for this patient. The system remains in service. No adverse patient effects were reported.